Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital discarding as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet regen/rnglc+ ltd 52mm sz 23, item #: pt-116052, lot#: 315700, biomet cer bioloxd mod hd 36mm std nk, item#: 12-115121, lot#: 2911053, biomet tprlc 133 fp type1 pps ho 7.0, item#: 51-101070, lot#: 2711253. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03017, 0001825034 - 2018 - 03018.

Event description:
It was reported patient underwent a hip revision 2 days post-op due to disassociation and dislocation. No anomalies were noticed during the initial surgery, but surgeon believes patient's abnormally high body mass index was a contributing factor. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a hip revision 2 days post-op due to disassociation. No anomalies were noticed during the initial surgery, but surgeon believes patient's abnormally high body mass index was a contributing factor. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.